Event description:
It was reported that the pt complained about the device not functioning. The test device used at home showed that the external equipment was functioning, however later at the clinic the speech processor failed. A new external system was fitted and was working. Telemetry was ok. After ten minutes the pt could't hear. Telemetry suddenly showed 'weak' and 'poor' coupling. Later measurements only showed 'poor' coupling.